Event description:
Clinician reported that a patient contacted them approximately 11 days post-treatment with a rod, sore bump under the skin of one underarm. Patient was vacationing outside the country. One further update reported the patient was admitted to a local hospital for fever and was treated with antibiotics and released with a prescription for oral antibiotics. No updates are expected until the patient returns and therefore, this initial report was filed prior to confirmation of the expected recovery.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date.